Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin 1 g on the fourth day for fourteen days in the nightly two liter bag and intraperitoneal magnova 1 g in first bag then 500 mg in each bag (frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Outcome and patient recovery status were unknown. No additional information is available.